Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer powered up with a system error. Stylus found out of electrical specification. Media bay door is scuffed.

Event description:
It was reported that the programmer was powered on and an error message appeared. The representative was instructed to send the programmer back for service. It was further noted that the programmer will not be needed back as it was replaced with an extra. It was indicated that there was no patient involvement associated with this event.